Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there has been an increase in impedance and threshold of the right ventricular (rv) lead, which led to reporter's concern about possible tissue growth over the lead ring. The lead was reprogrammed and it will continue to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.